Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline stent tip could not be opened, and after multiple attempts, it still did not open. After being removed from the body, the stent opened normally, but it could not be pushed into the new stent catheter normally. Considering the anesthesia risk, the stent was replaced and the operation was successfully completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the patient was being treated for an intracranial aneurysm. Lesion characteristics include: c6 segment aneurysm, greater arc side. Vessel tortuosity was normal tortuosity. The patient is recovering well from the procedure. No patient symptoms or further complications were reported as a result of this event. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire or catheter observed. The catheter used was the marksman catheter. The pipeline had not been placed in a vessel bend when it failed to open; m1 horizontal segment. There were additional steps or other devices attempted to open the pipeline such as pushing, pulling and retrieved again.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-78210), ruler (m-83361) ¿ as found condition: the pipeline flex braid was returned for analysis withing shipping box; and within a plastic bio-pouch. The pipeline flex pushwire and marksman catheter used in this event were not returned for analysis. Therefore, any contributing factors could not be assessed. ¿ damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends was found fully opened and damaged. No other anomalies were observed. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open as the pipeline flex braid was found to be fully opened and damaged. However, the root cause could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. In addition, based on the analysis findings, the pipeline flex could not be confirmed to have resistance as the pushwire and marksman catheter used in this event were not returned for analysis. Therefore, any contributing factors could not be assessed. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.